Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they had been experiencing inaccuracies and on (B)(6) 2018, their blood sugar crashed. The patient¿s parents found her unconscious and called 911. When the emergency medical technician¿s (emts) arrived, they stated the patient¿s bg as below 20 mg/dl and treated her. At the time of contact, the patient was in stable condition. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.